Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, low, out of range hv lead impedance was observed. The lead was explanted and replaced. The patient was discharged.